Event description:
It was reported that an error when the wand was placed over the patient's device to interrogate. The user was instructed to run the service diskette however there was not one readily available. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.